Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulation had gradually been going down by itself and now it was all the way to the bottom and the controller would not do anything when patient attempted to increase stimulation. Patient said they called a rep, about a week ago and was instructed to reset the controller by removing and reinserting the li battery. Patient then said they tried to increase their stimulation, but the stimulation would not go up at all. Patient confirmed that the controller screen would turn on and they could charge their implant, but when they pressed the stimulation up/down arrow key, the stimulation wouldn't go up or down and was just stuck at the bottom. Agent had patient unlock their controller and patient confirmed they were on group a with program 1. Patient stated they only have 1 program in group a and 1 in group b, but neither work to go into stimulation settings. Patient tried to press on program 1 to increase intensity, but the controller screen would not change. Patient then pressed the up arrow key on the controller, and saw the settings not available message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, patient stated this began about a month and a half ago.